Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had poor barrier separation of sample and caused clogging. The following information was provided by the initial reporter: we received advice from dspl that they have had some issues with the 8.5ml gold sst tubes, cat # 367958, characterized as below and that they have notified their rep in regards to the matter. The gel has degraded causing beading in the serum when spun ¿ which in turn blocks the analyzers. They advised it affects the following batches of which we have 2 in stock at the moment in stores. These are in circulation with collection centers and surgeries: 8285613 exp 04/2020. 8295722 exp 04/2020 ¿ confirmed in stock at capital. 8295721 exp 04/2020 ¿ confirmed in stock at capital. We have just been advised by our senior scientific officer, clinical diagnostic department, that ¿this would explain why I am having red alarms over the last week for sampling problems on mpa aliquots. It is causing the whole chemistry module to go down and then the work gets backed up¿.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had poor barrier separation of sample and caused clogging. The following information was provided by the initial reporter: we received advice from dspl that they have had some issues with the 8.5ml gold sst tubes, cat # 367958, characterized as below and that they have notified their rep in regards to the matter. The gel has degraded causing beading in the serum when spun ¿ which in turn blocks the analyzers. They advised it affects the following batches of which we have 2 in stock at the moment in stores. These are in circulation with collection centers and surgeries: 8285613, exp 04/2020. 8295722, exp 04/2020 ¿ confirmed in stock at capital. 8295721, exp 04/2020 ¿ confirmed in stock at capital. We have just been advised by our senior scientific officer, clinical diagnostic department, that ¿this would explain why I am having red alarms over the last week for sampling problems on mpa aliquots. It is causing the whole chemistry module to go down and then the work gets backed up¿.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.